Event description:
It was reported that this left ventricular (lv) lead exhibited high pace impedance measurements which gradually increased to greater than 2000 ohms, which is high out of range, and triggered a lead safety switch (lss). Boston scientific technical services discussed with the healthcare provider (hcp) that if the current lv lead vector is the optimal pacing vector, then they can increase the high out of range alert limit value to prevent a future lss. The hcp made this recommended programming change. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported.